Event description:
It was reported that a revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to what the surgeon reported as a likely pre-existing soft tissue reaction, with an (B)(6) infection.